Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned to olympus for evaluation but has not yet been received. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus sales representative reported to olympus, the evis exera iii video system center was being installed at the customer site when it failed with no output from either serial digital interface 1 or serial digital interface 2 and had no image. The issue was found during installation. There were no report of delay or patient harm associated with the event.